Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that two reservoirs leaked. Customer's blood glucose was unknown. During troubleshooting, it was found that reservoirs had no bottom, which caused insulin leak. Customer was advised that reservoir would be replaced.